Manufacturer narrative:
Investigation findings: conmed linvatec received the shaver handpiece for evaluation. During testing of this shaver handpiece, the evaluator found it has the potential to operate on its own related to pc board failure. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries related to this failure mode. Conmed linvatec's repair documents found no prior repairs for this shaver handpiece.

Event description:
The customer returned this shaver handpiece for service with the report that it does not function properly. There was no report of injury or surgical delay associated with this problem.